Event description:
Customer's family member called with a complaint of high bgs. Troubleshooting was done. Insulin exited. There were several delivery alert alarms encountered during the testing family member was uncomfortable with the pump and requested an analysis be done.